Event description:
Medtronic received information, that thirty years after the implant of this mechanical aortic valve, the valve was explanted. The reason for the explant is unknown at this time. A new bioprosthetic aortic valve was then implanted. No further information is available.

Manufacturer narrative:
The device has not been returned to medtronic for analysis. Additional information has been requested regarding the reason for explant and product return. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.